Event description:
New information received indicated the atrial lead was sensing noise. An additional procedure was completed. The pacemaker was explanted and the atrial lead was capped on (B)(6) 2021. Both were replaced without issue. The patient was stable throughout.

Manufacturer narrative:
Analysis was completed. No device problem found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-10304. It was reported the asymptomatic patient presented remotely via merlin.net. Upon review of the transmission, it was observed the pacemaker had a possible early battery depletion and the atrial lead had an increase in capture threshold. No intervention or programming changes were completed to address this issue. The patient was stable.